Event description:
It was reported that the insulin pump did not deliver insulin and that the infusion set had an occlusion. The customer stated that the issue started a week prior, when she was trying to prime but no insulin exited the tubing. She stated that she tried 3 times and ended up changing the infusion set. She stated that she tried another infusion set and it worked okay; however, she went to work and discovered that her blood glucose reading was almost 500 mg/dl. She experienced the same issue on the day of the call. She noted that she had worn the infusion set for 2 days, and when she came home, her blood glucose reading was almost 500 mg/dl again. She treated with manual injections. She advised that her doctor found no issues with the insulin pump's functionality. She declined troubleshooting for the event. She stated that the no delivery alarm was resolved by an infusion set change, but the cause was unknown. She requested to return the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-80145.